Event description:
It was reported that during a vns generator replacement surgery due to battery depletion a tear was observed in the vns lead. However, the impedance values were within normal limits and the lead was left implanted. The company representative present at the surgery observed the tear in the outer vns lead tubing, but could not confirm if there was a tear in tubing or fluid present. It is unknown if the tear was only in the outer lead tubing or both inner and outer tubing. No relevant surgery is known to have been planned or occurred to date. No additional relevant information has been received to date.